Event description:
This event occurred during a robot-assisted laparoscopic hysterectomy, bilateral tubes and ovaries procedure. In this case, a covidien brand 12 mm endo paddle retractor was inserted through a trocar to improve visualization during procedure. The first assist was unable to collapse the paddle in the usual manner in order to remove it from the trocar. Per the product instructions and usual operations, the paddle should be able to rotate/ turn to collapse. The first assist reported that the paddle mechanisms felt "looser" than usual, and he was unable to collapse the paddle. Another first assist, also tried to collapse the paddle and was unable to. The use instructions that came with the product (in box) did not provide info for troubleshooting; nor did googling/searching for covidien info on this problem. The patient needed a 6th trocar site (instead of the usual 5) for the surgeons to be able to proceed with the procedure and later troubleshoot removal of this paddle. The patient was stable, but now has an additional incision she would not have had. The paddle was ultimately broken intentionally, to facilitate removal. Once snapped, the first assist was able to find the internal mechanism on the rod that allowed for collapse of the paddle, and he pushed/manipulated that mechanism with another tool in the abdominal cavity to achieve the usual collapse. The rod of the paddle and the paddle itself (all pieces) were then removed safely from the abdominal cavity via a trocar. All pieces of the faulty endo paddle retractor were given to the robot coordinator/manager, with the packaging showing ref and lot number and patient stickers/info. For convenience, here is the product info: ref (B)(4), lot p3h1073 use by date 07/31/2028.